Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure a catheter was used that was beyond the expiration date. No patient complications have been reported as a result of this event.